Event description:
Clinical research associate (cra) contacted dexcom technical support on 06/29/2015 on patient's behalf and claimed that on (B)(6) 2015 the patient experienced a firmware error. The cra did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).